Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level was 239-240 mg/dl. Troubleshooting was performed and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy.